Event description:
Problem with a bond on contrast line. When aspirating the contrast from the bottle, they observed air bubbles arriving in the syringe. Kit was exchanged. No air was introduced into pt. The account reported that this has occurred 10-15 times in the past 3 weeks, but no info was reported. Therefore, only this MDR is filed.

Manufacturer narrative:
Eval - conclusions: a follow-up report will be submitted when the device eval has been completed.